Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, the patient experienced vaginosis. A culture was sent for vaginosis and yeast, metrogel was prescribed, and the culture came back negative on (B)(6) 2013. This event was resolved on (B)(6) 2013. This event was assessed as mild in severity, and possibly related to the device or procedure. On (B)(6) 2013, a urine dipstick evaluated for nitrites, leukocytes, and blood came back positive. The doctor sent a urine sample for c&s (urine culture and sensitivity test), and it came back negative on (B)(6) 2013. This event was resolved on (B)(6) 2013. This event was assessed as mild in severity, and unlikely to be related to the device or procedure.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 21 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported the device was not used past its expiry date. (B)(6). The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.